Event description:
During routine testing of the device at the service center, the service technician reported, the luer nozzle on side b of the calibrator was leaking. The device was originally returned for repair because, the calibrator had been dropped, when the side b leak was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.